Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer treated with manual injections. The customer stated that she suspended the pump and saw bubbles. The customer was advised of the beeping alerts and was assisted through changing it. The customer declined to troubleshoot for high blood readings.